Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by non-healthcare professional stating that consumer experiencing eye irritation after switching to a different brand of contact lenses. In a follow-up communication, they expressed dissatisfaction with the lenses, stating that they were causing eye ulcers. Medical attention was sought to address the condition; however, it is unknown at the time of this report. The current status of the consumer¿s eye was not known at the time of this report. Additional information including medical records and updates on the resolution of the eye condition has been requested but has not yet been received.